Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04574. It was reported the pt no longer had stimulation, and the external devices were unable to communicate with his ipg. In addition, the pt reported pain at the lead insertion site. The pt reported he had tried topical creams which provided some relief, but the issue had not subsided. Follow up identified the physician may undertake surgical intervention to address the issue.